Event description:
During placement of a nephrostomy tube, 0.018 cope microwire tip broke off, outside of the 21 gauge introducer needle, during advancement and removal. The wire tip broke off during retraction of the 0.018 cope wire, at the soft portion of the wire and the tip of the 21 gauge needle. The wire tip was lodged in the tissue of the kidney and could not be safely retrieved.